Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no pacing anomalies were found. Analysis found the battery drawer was sticking, the output connectors were broken, the display had metal shavings from display frame, and the display frame boss was stripped. It was noted no battery was returned with the device.

Event description:
It was reported the external pulse generator (epg) was not pacing correctly. Followup indicates the epg was hooked up to a patient. The epg was switched out, another one was put on. No patient harm. The epg was returned for repair. No patient complications have been reported as a result of this event.